Manufacturer narrative:
The bactiseal catheter (ID 823072) was not returned for evaluation (catheter was discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, a possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported a bactiseal catheter (ID 823072) and a certas valve were implanted due to unknown reason on approximately 3 years ago via ventriculoperitoneal (vp) shunt with unknown setting. The patient developed ventricular dilatation. A fragment of tissue was observed in the ventricular catheter, and an obstruction was confirmed. Therefore, the catheter and the valve were removed and replaced on unknown date. The patient is doing well after surgery.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bactiseal catheter (ID 823072) was returned for evaluation. Failure analysis - the catheter was visually inspected, no defect was noted. The catheter passed the test for occlusion and leak. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the catheter, at the time of investigation no function issues were noted.

Event description:
N/a.